Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract surgery with intraocular lens (iol) implant procedure, the ssng (sub surface nano glistenings) occurred due to white appearance of the iol three years after surgery. The lens still remained in the patient's eye. There were no problems occurred with the patient's vision. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the iol (intraocular lens) presentations in the two-dimensional photographs above and the information stated in the initial report description, it remains unclear which specific features the reporter is referencing. If the intent is to highlight the anterior iol surface within the illuminated slit beam area, the observed white appearance may suggest subsurface nanoglistenings (ssngs). However, due to the limited clarity of the images, this possibility cannot be confirmed. Additional support, such as higher-resolution photographs, retroillumination images from the fundus, and more detailed information identifying and describing the specific finding(s) in question, would be helpful to accurately identify the reported white iol appearance, and determine the significance of the photographs within the context of the complaint investigation. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).